Manufacturer narrative:
These parts are not approved for use in the united states; however a like device catalog # 75446540, 75446545, 510k # k042025 was cleared in the united states. (B)(4) (non-union, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent tes (transforaminal endoscopic stenosis) surgery using tumor frozen autologous bone in cage and fixation with a l5 screw from t8 to t12 levels. Post-operatively, on an unknown date, the implanted rod and screw (at t11) broke. Reportedly, the patient complained of lower back pain because bone union was not achieved. The surgeon replaced the rod to a cobalt chrome rod and re-fixed using 4 rods. The broken screw was removed and a thicker size screw was placed. It was reported unknown whether, any fragments of the broken implant were remaining in the patient.